Event description:
It was reported the device had a force sensor test. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact and cracked on right plunger case, no appearnance of any physical damaged on top and bottom case. The history log showed force sensor test. The power up process check and test force sensor. Testing showed: force sensor test error was found at power up and failed force sensor reading. At 0.00 lbs. The count is 0.00 and the force reading is -1.16 lbs. (The count should be the 30s when the force reading at 0.00). Broken screw- boss is causing the force sensor reading out of calibration. The root cause was unable to determine. The tech replaced left plunger case. Performed force sensor calibration and all functional tests. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.